Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the customer reports that a pfna femoral nail was removed on (B)(6) 2019 due to the breakage of the nail which occurred without any notion of patient fall. At the end of august, the control x rays showed a delay of the fracture consolidation. The patient had a mild pain on the thigh. She had an intensification of the pain since 2019. No notion of trauma. The hip x ray showed a nail fracture with a pseudoarthrosis. The pfna femoral nail was implanted on (B)(6) 2018. Concomitant device reported: unknown proximal femoral nail antirotation (pfna) blade (part # unknown, lot # unknown, quantity # 1), unknown end cap (part # unknown, lot # unknown, quantity # unknown), unknown locking bolt (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device was received 11/26/2019, not at the final destination. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reviewing attached picture, the complaint description can be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot . Part: 472.265s, lot: l620861, manufacturing site: bettlach, release to warehouse date: oct 26, 2017, expiry date: oct 01, 2027 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 472.265s. Lot: l620861. Manufacturing site: bettlach. Release to warehouse date: 26. Oct. 2017. Expiry date: 01. Oct. 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the pfna nail is broken as complained. The breakage occurred in the shaft region below the nail conus. The nail presents mechanical damages such as nicks and scratches (most likely caused during implant removal). Dimensional inspection: as relevant for the complaint condition, the features outer and inner diameter were identified and measured. Dimensions were checked per drawing. Outer diameter shaft (at an undamaged area near breakage point). Specification: ø 10mm +0.1/-0.05mm. Dimension measured: 10.03mm. Result: pass. Inner diameter (near breakage point). Specification: ø 4.4 +0.2/-0.1. Dimension measured: 4.48mm. Result: pass. Document/specification review: product drawing was reviewed during this investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The raw material certificate was reviewed and the used raw material ((B)(4)) met specifications. Summary: the complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This lot of (B)(4) pieces was manufactured in october 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. During the investigation, the dimensions of the pfna nail were re-checked as far as possible and found to be in compliance with the technical drawings. No product issues or discrepancies were observed that may have contributed to the complaint condition. A manufacturing related issue can be excluded. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis material or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(4).